Manufacturer narrative:
Investigation ¿ evaluation: a review of the specifications, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Also, a lot search of the complaint database could not be performed. There are several controls in place ensuring the quality of the supplied wire guide. The ring-mclean sump drainage set is supplied with an instructions for use that detail the warnings, precautions, and instructions for proper and safe use of the device. Regarding the use of the wire guide, the IFU states: for direct trocar access: advance the wire guide through the cannula for several cm into the collection; it will eventually buckle and loop around in the cavity. The blunt cannula is detached from the sump catheter fitting and held with one hand as the sump is advanced over the wire guide with the other hand. Once the sump is in position, remove the blunt cannula. For seldinger-type access: once position is confirmed, advance .038 inch wire guide through the access device into the collection space. Remove the access device (needle or access set). Remove the trocar stylet of the sump and introduce the sump catheter with the inner cannula in place over the wire guide. The wire is held taut until the sump has passed through the skin and subcutaneous tissue. Once the tip of the sump is in the collection, the cannula is detached from the sump fitting and held as the sump is advanced over the wire guide into the collection. Secure the sump catheter to the patient. It is possible based on the provided information that the root cause of this event is procedure related. However, based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a ultrathane ring-mclean cook-cope type locking loop sump drainage catheter. The customer reported that the wire was hard to pull out of the catheter and broke. There are no reported adverse patient consequences related to this event. The actual device was discarded. No further information was provided.